Event description:
It was reported that during a lap etopic pregnancy procedure, when the hand activated buttons were depressed, there was an intermittent solid "beep" from the generator instead of the interrupted tones with normal use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.